Event description:
Physician reported right side implant malposition of a silicone breast sizer. No treatment has occurred as the patient did not want to be operated again. This device is not intended for long-term implantation.